Event description:
Physician reported implant rupture. MRI identified "implant is slightly more smaller than contralateral side, linguini signs, signs of linear signal-changes, silicon leakage not recognizable". Device has been explanted and replaced with another manufacture's device. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as unidentified (tear) opening (shell thickness within specification) a missing piece of shell assessed as inconclusive. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported implant rupture. MRI identified "implant is slightly more smaller than contralateral side, linguini signs, signs of linear signal-changes, silicon leakage not recognizable". Device has been explanted and replaced with another manufacture's device. This relates to the left side.